Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed to report difficulty removing the cds from the sgc and intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a lateral leaflet flail for a mitraclip procedure. Upon positioning the clip delivery system (cds), the clip became caught in the posterior chordae. Troubleshooting, such as torqueing the guide anteriorly to attempt to free the clip was unsuccessful, and possibly contributed to further entanglement. It was noted that during anterior torque maneuvers, the anterior leaflet was pinned, resulting in an temporary increase in mr and possible left ventricular outflow tract obstruction (lvoto). Intervention from anesthesia had to support the patient when this occurred. The clip was torqued back posteriorly. The clip had to be deployed and was grasped on the lateral aspect of the valve. Adequate leaflet insertion on both anterior and posterior leaflets was confirmed, and the clip was deployed without incident. It was noted that once the leaflet was grasped, the mr reduced and the patient stabilized. The final mr reduction was grade 2+. The cds was unable to be completely removed from the steerable guide catheter (sgc). Resistance was noted during an attempt to retract the cds. The mitraclip system was removed as one unit after special wire access through the steerable guide catheter (sgc) wall was manually achieved closer to the groin. The patient was stable.

Manufacturer narrative:
All available information was investigated and the reported difficult to remove the cds from the sgc was confirmed via returned device analysis. Additionally, it was noted that silicone valve inside the hemostasis valve and braided shaft were cut/torn, the braided shaft was twisted at the skived area, the handle adaptor adhesive (loctite) had backed out (loss of failure to bond) and the loctite was not fully cured (device misassembled during manufacturing/shipping). The observed loctite not being fully cured resulting in the adhesive backing out and the reported difficult to remove cds from the sgc resulting in the observed twisted and cut/torn braided shaft and the torn silicone valve of the sgc hemostasis valve appear to be related to a potential product quality issue; therefore, exception (issue) 130112 was initiated on (B)(6) 2023 for further investigation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and the analysis of the returned device, the observed loctite not being fully cured resulting in the adhesive backing out and the reported difficult to remove cds from the sgc resulting in the observed twisted and cut/torn braided shaft and the torn silicone valve of the sgc hemostasis valve appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report a device caught in the chordae, difficulty removing the cds from the sgc, left ventricular outflow obstruction, and intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a lateral leaflet flail for a mitraclip procedure. Upon positioning the clip delivery system (cds), the clip became caught in the posterior chordae. Troubleshooting, such as torqueing the guide anteriorly to attempt to free the clip was unsuccessful, and possibly contributed to further entanglement. It was noted that during anterior torque maneuvers with the steerable guide catheter (sgc), the cds pulled the anterior leaflet away from the posterior leaflet, increasing the mr while simultaneously pulling the anterior leaflet down towards the left ventricular outflow tract (lvot) and potentially causing partial left ventricular outflow tract obstruction (lvoto). These movements and interactions happened momentarily and for a very brief period of time in either direction. Intervention from anesthesia had to support the patient when this occurred. The clip was torqued back posteriorly. The clip had to be deployed and was grasped on the lateral aspect of the valve. Adequate leaflet insertion on both anterior and posterior leaflets was confirmed, and the clip was deployed without incident. It was noted that once the leaflet was grasped, the mr reduced and the patient stabilized. The final mr reduction was grade 2+. The cds was unable to be completely removed from the sgc. Resistance was noted during an attempt to retract the cds into the sgc, proximal near the shaft to handle junction. The mitraclip system was removed as one unit after special wire access through the steerable guide catheter (sgc) wall was manually achieved closer to the groin. The patient was stable. Subsequent to the initial report: there was no resistance on insertion, the device was keyed properly, and steered normally. There was force used to retract when the cds when it became stuck in the sgc. The cds was reinserted and then retracted to attempt to free it from being stuck. The cds kept on getting stuck at the same location. There is a possibility of malalignment during troubleshooting.